Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The five additional proglide devices referenced are filed under separate medwatch report numbers. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral suture placement in the moderately calcified right and left common femoral arteries was attempted with six proglide devices using the pre-close technique in a 6f hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plungers were removed, there was no suture present for all six proglide devices. The sutures of two new proglide devices were successfully pre-placed on each side. The sheath was upsized to greater than 8f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.